Manufacturer narrative:
The reported event of dislodgement and failure to capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found that the helix was retracted and clogged with blood. X-ray examination found no anomalies in the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular left bundle lead dislodged, resulting in a loss of capture. The dislodgement is believed to be due to the patient¿s chronic coughing. Chest x-ray confirmed the dislodgement. The lead was explanted and replaced with a competitor lead. The patient was stable before, during, and after the procedure.